Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. I had a low blood glucose 13 last monday (B)(6) 2021 and was admitted to the hospital for 4 days and after that the insulin pump won't turn on. On a related svn, battery cap damage. Device had minor scratched display window, scratched case, faded serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Device was received without the original battery cap. Unable to verify damage to the battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and care link upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device powered up properly after the test battery was installed. Device was programmed and monitored for 4 days. No blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the insulin pump trace download. Device passed the functional testing. Device powered up properly after the test battery was installed. No blank display noted. Device was received without the original battery cap. Unable to verify damage to the battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room on (B)(6), 2021 due to low blood glucose. Blood glucose level at the time of the incident was 13 mg/dl. Insulin pump was not turned on. Auto mode feature information was unknown. The insulin pump will be returned for analysis.